Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a failed battery test alarm on their insulin pump. The customer also reported receiving a off no power alert. Customer's blood glucose was around 100 mg/dl at the time of the call. Troubleshooting was not completed fo rthe insulin pump. Customer declined to return the product for analysis.